Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons are functioning properly, no damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone, the buttons on the insulin aren't working. The device is not alarming but when she pressed the button and nothing occurs. Customer's blood glucose was 196 mg/dl. Customer didn't recall any significant event which may have cause the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Customer called back on (B)(6) 2015 and stated she thinks she sent the device but wasn't sure. The device has been documented lost and was advised to call back if the device was found.